Event description:
It was reported that a patient presented with noise on the atrial lead which was addressed by reprogramming. Fluoroscopy was performed and revealed externalized conductors on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient condition was not known.